Event description:
It was reported, that at the routine follow-up. Safety switch in the atrium has occurred. Looking at the atrilai lead trend, there are a few impedance peaks. Patient came back in the ep lab. Physician decided to change the atrial lead for another 4076 sn (B)(6). And the device for a medtronic astra xt dr sn (B)(6). Additional information from rep confirmed, that lead damage was visualized, during revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).